Event description:
Customer reported an intermittent blank screen and error messages from the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the cpu board. The unit was reconfigured and safety tested to factory specs.